Event description:
"Doctor applied clips to cystic duct by fully closing the jaws, placed 2 clips on the cystic duct. Noticed bleeding, clips rebounded and fell off - had to replace clips." Pt is fine.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.